Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 16 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and inflammation. No further patient complications were reported.